Event description:
It was reported that during a moderately tortuous, heavily calcified, 90% stenosed, mid right coronary artery procedure, during deployment of the 3.5 x 15 mm xience v stent a distal edge dissection occurred. Another xience v stent was used to cover the dissection. There was no adverse patient sequela and no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Intimal dissection is listed in the xience v everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure. The electronic lot history record (elhr) was reviewed for the reported lot and there is no indication of a product quality deficiency.